Manufacturer narrative:
Updated: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the delivery catheter system (dcs) was unintentionally contaminated as the nurse accidentally touched the dcs; therefore, the dcs was discarded and a new dcs was used to load the valve. Upon 80% deployment of the valve, an infold was observed. It was noted that the target implant depth when the infold occurred was 4 millimeters (mm). Subsequently, the valve was recaptured and the system was removed from the patient. A pre-implant balloon aortic valvuloplasty (bav) using a 22 mm non-medtronic balloon was performed due to calcification. A new valve and new dcs were used to successfully implant the valve at an implant depth of 4 mm. Following the implant of the valve, the mean gradient was 3 millimeters of mercury (mm hg). It was noted that a 15 minute procedural delay occurred as a result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0012470420); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.